Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely elevated potassium (k) patient result obtained on a dimension® exl¿ 200 integrated chemistry system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer. Hsc observed the event is consistent with a fluid flow issue in the sample channel of the integrated multisensor technology (imt) sensor. The rsc assisted the customer performing an imt system bleach and replaced the imt sensor. This maintenance is considered standard troubleshooting for issues of this nature. The cause of the event is unknown. The system is fully operational. The device is performing according to specifications. No further evaluation is required.

Event description:
A discordant falsely elevated potassium (k) patient sample result was obtained on a dimension® exl¿ 200 integrated chemistry system. The falsely elevated patient result was reported to the physician and was questioned. A new sample was drawn and processed on the same dimension® exl¿ 200 integrated chemistry system. The lower result obtained was considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated potassium (k) result.